Event description:
During baxter's functionality testing of a spectrum pump, it had a malfunctioning keypad. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the malfunctioning keypad with an intermittent keypad response, which was experienced during eval. The keypad had limited operation due to the #0, #1, and #2 keys working intermittently. It was found to be caused by a failing keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.